Event description:
Related manufacturer reference number:2017865-2023-17889. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the patient had a lead noise on both the right atrial and the right ventricular lead that programming changes could not cover. The leads were both capped and replaced on 29 mar 2023. The patient was in stable condition.